Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No serial number was provided; therefore, a device history record (DHR) review could not be completed. A product sample was received for evaluation. Visual and functional tests were performed. The pressure plate was damaged and the spring occlusion was not functional. Functional test: the half of the cassette was filled, the air in the received sample was purged with a syringe and then was finished filling with water; the ay bag was filled completely without difficulties, no air bubbles was detected. The most probable root cause for pressure plate damaged is that the cassette was stressed during leak test due to an incorrect placement on leak tester fixture and it was not detected because sensors were disconnected.

Event description:
It was reported that the cassette had air micro-bubbles a few hours after filling and placement. No patient injury was reported.